Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with all buttons responding properly. However, moisture damage was found at keypad traces. Insulin pump received with cracked case at display window corners, battery tube threads and reservoir tube lip, broken belt clip slot and minor scratches on lcd display window.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 111 mg/dl. Customer did not recall any significant events leading to the alarm. Nothing further was reported.